Manufacturer narrative:
The psm will not been returned for evaluation. As the helical gear was replaced in the field to resolve the psm failing slow sweep test. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the psm failing the slow sweep test during preventative maintenance.

Event description:
It was reported that during preventive maintenance, the technical field specialist (tfs) found the patient side manipulator (psm) arm had failed the slow sweep test. Although this failure was found during preventive maintenance, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument.